Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon revised patient's right hip due to disassociation of the constrained liner.

Manufacturer narrative:
An event regarding disassociation involving a trident 0 deg constrained insert 22e was reported. The event was confirmed. Method & results: device evaluation and results: damage consistent with impingement and explantation were observed on the constrained insert. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: reasons for recurrent instability in total hip arthroplasty are multifactorial and it is unlikely in the series of events described above to be attributable to component design and/or manufacturing. Operative records also indicate inappropriate component positioning potentially due to shifting during the healing process. This malpositioning contributed to impingement of the femoral neck on the periphery of the constrained liner. Impingement of the femoral neck on the cup periphery can result in levering and instability. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the clinician review determined the reasons for disassociation are likely root cause of both instability and impingement are primary related to the femoral and acetabular component positioning as well as surgical technique. The patient¿s dementia and inability to comprehend and comply with protective measures undoubtedly also played a role in the recurrent instability. There is no evidence for materials or manufactured defects in the implants involved with this review.

Event description:
Surgeon revised patient's right hip due to disassociation of the constrained liner.